Event description:
(B)(6) 2022, packaging was not sealed during incoming inspection.

Manufacturer narrative:
Qn#(B)(4). The device history review for hemolok ml clips 6/cart 84/box lot# 73k2100706 investigation did not show issues related to the complaint.

Manufacturer narrative:
Qn# (B)(4). The customer provided one photo for analysis; reference pic 1_tc#1900093606 for the customer supplied photo. The complaint of "incom plete seal - sterility compromised" was able to be confirmed by the photo. The customer returned (B)(4) unit of 544230 hemolok ml clips (B)(4). The sample was returned partially opened in its original packaging. Upon visual examination, there was no evidence of the sterile barrier seal on the part of the packaging that was opened. A non-conformance has been opened to further investigate this issue. The root cause of this complaint is packaging related. A non-conformance has been opened to further investigate this issue. The root cause of this complaint is packaging related. The reported complaint of "incomplete seal - sterility compromised" was confirmed based upon the sample received. The sample was returned partially opened in its original packaging. Upon visual examination, there was no evidence of the sterile barrier seal on the part of the packaging that was opened. A non-conformance has been opened to further investigate this issue. The root cause of this complaint is packaging related. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
27 may 2022, packaging was not sealed during incoming inspection.